Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported via a user facility report. When the temporary pacing catheter was used to place a transvenous pacer in the patient. The balloon catheter tested outside of patient prior to insertion. The catheter was inserted and inflated, the staff was unable to get a capture, so the balloon was deflated. The nurse then noted blood return from the balloon port, and the catheter was removed from the patient. Upon removal, it was noted that there was no longer a balloon attached to the catheter. The balloon never appeared on any subsequent imaging of the patient. Additional information received by the risk manager. It could not be determined if the balloon was ruptured or detached. The risk manager did confirm that the patient did not suffer any adverse event from the balloon rupture.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of balloon leak/rupture in use is confirmed. Upon visual inspection, the balloon was found torn/ruptured. The root cause of the ruptured balloon is undetermined, but a potential cause is due to over-inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. An in-service has been requested to reiterate the proper steps of the instructions for use and balloon handling.

Event description:
It was reported via a user facility report. When the temporary pacing catheter was used to place a transvenous pacer in the patient. The balloon catheter tested outside of patient prior to insertion. The catheter was inserted and inflated, the staff was unable to get a capture, so the balloon was deflated. The nurse then noted blood return from the balloon port, and the catheter was removed from the patient. Upon removal, it was noted that there was no longer a balloon attached to the catheter. The balloon never appeared on any subsequent imaging of the patient. Additional information received by the risk manager. It could not be determined if the balloon was ruptured or detached. The risk manager did confirm that the patient did not suffer any adverse event from the balloon rupture.